Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. Concomitant product(s): a 457453 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to increasing and high pacing impedance, elevated sensing integrity counter (sic), and non-sustained ventricular tachycardia (nsvt) episodes on the right ventricular (rv) lead. It was also reported that the rv lead had increasing and high thresholds as well as oversensing. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.